Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure.physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The main pcb assembly was further evaluated in the failure analysis center and the cause of the reported failure was determined to be due to leg 3 of a transistor, designator q2, which was broken.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.